Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) for gallstones procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat biliary stones. Reportedly, the patient¿s anatomy was not dilated prior to the procedure. During the procedure, the stent was advanced to the desired location and the physician began to deploy the stent. The physician attempted to reconstrain the stent to adjust the position and, although it was 2cm before the point of no return, the stent was unable to be reconstrained. The stent was removed from the patient partially deployed on the delivery catheter. The physician made another attempt to reconstrain the stent outside the patient but still unable to be reconstrained. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device was returned to the complaint investigation site with the stent partially deployed by 50mm and the distal handle was not retracted past the limit marker. It was noted that the stent was positioned distally to the tip. It was also observed that the clear outer sheath was kinked and accordioned along its length. During the product analysis the investigator was unable to reconstrain the stent due to the position of the stent relative to the tip however it was possible to fully deploy the stent. The device was dissected at the guidewire access port and the inner was fully withdrawn. No issues were identified with the profile of the inner. The distal inner was also kinked at various positions along its length. No other issues were identified during the product analysis. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) for gallstones procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat biliary stones. Reportedly, the patient's anatomy was not dilated prior to the procedure. During the procedure, the stent was advanced to the desired location and the physician began to deploy the stent. The physician attempted to reconstrain the stent to adjust the position and, although it was 2cm before the point of no return, the stent was unable to be reconstrained. The stent was removed from the patient partially deployed on the delivery catheter. The physician made another attempt to reconstrain the stent outside the patient but still unable to be reconstrained. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.